Event description:
It was reported that, "dr. Tried to implant two separate 36mm "g" liners into a 58mm trident shell. They would not seat. He then successfully seated a 32mm x 3 insert. He suspects there is a tolerance issue with the two 36 liners since the 32 did seat successfully."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should device become available, the evaluation summary will be submitted in a supplemental report.